Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/17/2024. Additional information was requested, the following was obtained: all the information I have available is as follows no further information available: during a redo operation for repair of the left pulmonary artery a patch was sutured on the artery using prolene 6/0 9mm. Shortly after the completion of the patch the suture broke leading to the dehiscence of the patch. The broken suture was removed and the patch was reapplied using a 6/0 prolene 11mm. Requested from cardiac to remove stock, however they need them until alternatives provided. Alka confirmed. Ordered 2 boxes to replace need to deliver to hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at patient underwent a redo operation for repair of the left pulmonary artery on (B)(6) 2024 and a patch was sutured on the atery using suture. Shortly after the completion of the patch the suture broke leading to the dehiscence of the patch. The broken suture was removed and the patch was reapplied using a different suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the product code. W8710 is for prolene 5/0, however it was reported that prolene 6/0 was used during the procedure. Can you identify the lot number of the product used. Were there any patient consequences?